Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during replacement of a pacemaker device the right ventricular (rv) lead impedance went unexpectedly high/spiked and exhibited high thresholds. During disconnection the rv lead required more force than expected. The rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.